Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported complaint. Dried blood was noted on the device; however, the device was able to be removed from the cup with minimal force. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent an initial hip arthroplasty on (B)(6) 2016. After impacting the cup in the acetabulum, the inserter could not be removed from the cup. The cup was removed, and additional implants were used to complete the procedure. No further information has been provided.